Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The site was inflamed, swollen and an abscess had formed underneath the pod. The patient's blood glucose levels rose to 384 mg/dl. The patient removed the pod and went to the diabetic center at klinik für kinder- und jugendmedizin. The patient was prescribed ichtholan 50 ointment for treatment. A new pod was successfully applied.